Event description:
Customer reportedly received results of hi (greater then 600 mg/dl) and 225 mg/dl within 10 minutes on the aviva system. Customer states test strips had been stored with dry ice. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.